Event description:
In an in-stent restenosis of a calcified lesion case in the proximal rca, it was reported that initially they were unable to cross the lesion with the cutting balloon so they went in with a 3.0 maverick to pre-dilate and then went back in with the cutting balloon. On the first inflation, it was reported that the balloon pinholed at 4 atm. An attempt to remove the cutting balloon was unsuccessful so they pulled and played around with it and was still unable to remove it. It was reported that they then cut the shaft and tried to put something over it to get it out which was unsuccessful. An attempt to snare it was also unsuccessful. It was reported that they started pulling again and eventually the shaft of the catheter broke. A retrieval basket was attempted and that did not work either. It was decided to leave the portion that broke off in the pt. Initially the pt had elevated st's and then stabilized. The pt was kept in the hosp for four days for observation and then released. Pt is fine.